Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) was unable to be reviewed as we were not able to obtain the serial number for the iabp associated with this complaint. The getinge representative reported that there was no blood observed inside the iabp, and that it worked to factory specifications. There will be no repairs done to the cs300 iabp, and the iabp remains in clinical use.

Event description:
The customer reported that the intra-aortic balloon pump (iabp) generated a "blood detected" alarm. The nurse then confirmed there was no blood in the catheter tube, and restarted the iabp. The following day the iabp generated a ¿leak in iab circuit¿ alarm and blood was noted in the catheter tube. The patient had the iab removed and iabp therapy was discontinued. There was no patient injury or adverse event reported.

Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) was not required to be reviewed per company standard operating procedure since the device manufacture date is greater than one year from the event date. The getinge representative reported that there no blood was observed inside the iabp, and that it worked to factory specifications. There will be no repairs done to the cs300 iabp, and the iabp remains in clinical use.

Event description:
The customer reported that the intra-aortic balloon pump (iabp) generated a "blood detected" alarm. The nurse then confirmed there was no blood in the catheter tube, and restarted the iabp. The following day the iabp generated a ¿leak in iab circuit¿ alarm and blood was noted in the catheter tube. The patient had the iab removed and iabp therapy was discontinued. There was no patient injury or adverse event reported.